Manufacturer narrative:
The lens was not returned for eval. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info provided, the root cause could not be determined.

Event description:
It was reported that the lens was implanted and explanted for unspecified reasons. It is unknown at this time whether the lens was explanted during the original surgery or at a later time. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.